Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to air being sucked into the disposable because there was an open clamp on unused supply line. The home patient (hp) left 2 clamps open on unused lines. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The report of air is an allegation against the cassette; however, since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) reported to baxter's afterhours a system error (se) 2240 alarm during dwell 3 of 6. The technical service representative (tsr) explained air had entered the set up. The hp stated she left 2 clamps open on unused lines. The tsr advised the hp to notify the nurse about the air alarm. The hp confirmed to complete the therapy with new supplies. No clinical consequences for the patient were reported.